Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a "sensor already in use" message when scanning their freestyle libre 3 plus sensor while the ilet displayed a bg run mode message, and the user acknowledged they might also have scanned the sensor in the libre app. No adverse clinical symptoms reported. Outcomes included no impact requiring medical care or hospitalization. User support included customer education and basic troubleshooting, including app deletion and reinstallation and guidance on warmup expectations. Investigation of this case revealed a cgm connectivity and pairing conflict consistent with a sensor linked to another device or application, resulting in loss of cgm data to the ilet and entry into bg run mode. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup and app concurrency leading to the sensor being paired to another device or app, which prevented cgm data transmission to the ilet.